Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after cyber security upgrade, when the device was interrogated, the device outputs had increased. Capture test was performed and was normal. Auto capture was programmed on and everything seemed to be functioning normally. Patient was asymptomatic and will be monitored.